Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wash their hands, had a touch contamination, touched the drain line, and ¿broke rules¿. The patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin (dose, frequency, and duration not reported. At the time of this report, the patient was recovered from the peritonitis event. Peritoneal dialysis therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.